Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt was connected to the pump and insulin dispensed during the load step. A family member stated that emergency personnel transported the pt to the emergency room of a hospital where the pt received intravenous glucose and oral carbohydrates. The reported blood glucose prior to the episode was 355mg/dl and did not drop below 250mg/dl at any time during the episode. The pt was not admitted and left the emergency room after two hours of treatment. The family member noted that the pt was aware that he should not be connected during the ezprime operations and that he was in a rush when the error occurred. She said that the pt's blood glucose has remained within target since the event.